Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no: c91739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included multiparous and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). On (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and migraine had resolved and the abdominal pain, urinary tract disorder, cystitis, vaginal discharge and vaginal infection outcome was unknown. The reporter considered abdominal pain, cystitis, migraine, pelvic pain, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: there were 3 coils noted outside the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2018: a. Fallopian tubes, bilateral; bilateral salpingectomy: multiple portions of fallopian tube, including fimbria, exhibiting a paratubal cyst and one fallopian tube segment with luminal coiled contraceptive wire device. See comment. B. Essure device: two stretched metallic coils, compatible with essure device(s); gross examination only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2021: mr received. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. C91739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included multiparous. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the migraine, abdominal pain, urinary tract disorder, cystitis, vaginal discharge and vaginal infection outcome was unknown. The reporter considered abdominal pain, cystitis, migraine, pelvic pain, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: there were 3 coils noted outside the ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. C91739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included multiparous. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and migraine had resolved and the abdominal pain, urinary tract disorder, cystitis, vaginal discharge and vaginal infection outcome was unknown. The reporter considered abdominal pain, cystitis, migraine, pelvic pain, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: there were 3 coils noted outside the ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: no new information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), vaginal discharge ("vag. Discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine, abdominal pain, urinary tract disorder, cystitis, vaginal discharge and vaginal infection outcome was unknown. The reporter considered abdominal pain, cystitis, migraine, pelvic pain, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received- event injury updated to pelvic pain. New events abdominal pain , urinary problems, bladder infection, vaginal discharge, vaginal infection, migraine were added. Patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. C91739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included multiparous. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the migraine, abdominal pain, urinary tract disorder, cystitis, vaginal discharge and vaginal infection outcome was unknown. The reporter considered abdominal pain, cystitis, migraine, pelvic pain, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: there were 3 coils noted outside the ostia. Most recent follow-up information incorporated above includes: on 14-dec-2020: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- did not undergo confirmation test. Outcome of event pelvic pain were updated. Onset date of event pelvic pain, migraine, vaginal infection were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. C91739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included multiparous. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and migraine had resolved and the abdominal pain, urinary tract disorder, cystitis, vaginal discharge and vaginal infection outcome was unknown. The reporter considered abdominal pain, cystitis, migraine, pelvic pain, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: there were 3 coils noted outside the ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-mar-2021: pfs received. Reporter's information added.event:migraines / headaches outcome were updated to recovered. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.